Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Device was received with moisture damage on motor, vibrator, keypad and battery tube assembly. It was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display moisture damage. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was high at 300 mg/dl in the morning and when she was about to bolus, she noticed the display on the insulin pump was blank. Customer treated with manual injection. Blood glucose was 134 mg/dl. It was stated that it is unknown if the device was exposed to moisture but the customer has been going to dance camp and sweating and the screen had condensation. They tried changing the battery but the display did not return. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.